Event description:
An acute myocarditis pt was placed on bvs blood pump (lvad) support. The hospital staff noted a leak in the blood pump bladder less than 48 hours later.

Manufacturer narrative:
The device involved in the event was received on (B)(4), 2012. A failure investigation is currently in process. "No conclusion can be drawn." The failure investigation is currently in process; therefore, results are not yet available and no conclusion can be drawn at this time. The MFR will continue to investigate all reasonably obtainable sources of info and will provide results and updated conclusions in a supplemental report. (B)(4).